Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that customer experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl at the time of the incident. The customer was treated with carbohydrates. The customer was assisted with troubleshooting and declined for low blood glucose. The customer stated that there was blood in sensor. The insulin pump will not be returned for analysis.